Event description:
Received a report from a consumer who experienced pieces of the tampon pledget coming apart during removal of the tampon. They indicated this occurred on more than one occasion during their menstrual cycle. They advised add'l pieces of pledget were flushed when they douched at the end of their menses.